Manufacturer narrative:
H.6. Investigation: five (5) samples and one (1) photo were provided by the customer for investigation. The returned samples were visually examined using unaided vision. All five (5) samples have a flange broken off on one (1) side. Additionally, all five (5) samples shows similar cracks near where the flange broke off indicating that all the barrels were subjected to a similar force. The photo shows three (3) syringes which have part of one (1) flange broken off. The DHR review on batch 8107603 revealed a comment that stated that a keyway on the ionizer dial had become worn which caused excessive movement of the dials which led to barrels jamming in the dials on the ionizer station. This issue could have caused occasional damage to the barrels which was not detected during the in process inspections. The DHR review on batch 8082819 did not reveal any defects or issues reported and no quality notifications were issued; however, as this batch was produced before batch 8107603 it is possible that the condition reported in the batch 8107603 already existed and was not noticed by production associates. H3 other text : see h.10.

Event description:
It was reported that bd¿ 30ml slip tip syringe plunger rod broke. This occurred on 20 occasions before use. The following information was provided by the initial reporter: 20 syringes were noticed with the end of plunger rod broken during priming. No injury on the end user.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8107603, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-17. Medical device lot #: 8082819, medical device expiration date: 2023-04-30, device manufacture date: 2018-03-23. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 30ml slip tip syringe plunger rod broke. This occurred on 20 occasions before use. The following information was provided by the initial reporter: 20 syringes were noticed with the end of plunger rod broken during priming. No injury on the end user.